Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few months. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients ipg was no longer holding a charge. During the procedure when the physician was replacing the ipg, the electrodes disconnected from the leads while the physician was removing the leads from the ipg. The ipg and leads were replaced and the dislodged electrodes were removed from the patients body. The patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.